Manufacturer narrative:
Evaluation summary signed on 08/07/2020 attached.

Manufacturer narrative:
Suspect device not returned yet. The return of the suspect device is expected.

Event description:
It was used a wire introducer sheath 9f 70 cm, contralateral. It was done the necessary washes in the catheter with saline, passing the guide wire 0,018 of the set. It was passed the catheter by the guide wire, passing the introducer without any resistence. In the moment of to remove the catheter form the patient, the physician felt a slight resistence. He checked the catheter after to remove from the sheath. The helix was covered but when the physician pulled the tipo of the catheter, he noted that the helix was exposed more that the normal. Then he opted to use another catheter with the same size and lot 191293 and ref 80224. When this second catheter was used, the phisician noted that the catheter locked, but the procedure was finalized. The details of this second catheter was described in a new complaint form.